Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with mild postoperative light sensitivity two weeks following lasik treatment in both eyes. The patient's topical steroid dosage was increased. There was no loss of bcva. In a follow up with the optometrist, he indicated the patient had not been seen since the date of event. His next appointment is his regularly scheduled postop examination on (B)(6) 2014. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
(B)(4).

Event description:
In an additional follow up w/the optometrist, he indicated the patient was seen on (B)(6) 2014 and no longer had any symptoms. He was not using any medications.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to, and after the day of treatment. The root cause could not be determined conclusively. This report was mailed to FDA on 05/09/2014. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Reporter informed that the system serial number provided initially was incorrect. This report references the correct serial number, and its associated manufacture date. The system history shows that the laser was verified successfully prior to the date of treatment. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications on this day. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively this report was mailed to FDA on: 09/05/2014. The manufacturer internal reference number is: (B)(4).